Manufacturer narrative:
Third party service center.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device oxygen blending module valve assembly issue. The device's oxygen blending module assembly was replaced to address the issue.